Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 17-oct-2017 a field service engineer (fse) found that the reagent tip home sensor was failing. The fse replaced the reagent tip home sensor in order to resolve the issue. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12, flags and error messages, states the following: (B)(4) reag/tip-x home overrun. Cause: the home sensor s090, which is not supposed to be activated after the reagent loader moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact local representative. Check s090 and also check to see the cause of slipping, and so on, that occurs when pm090 moves to the limit side. The most probable cause of the reported event was due to a defective reagent tip home sensor.

Event description:
On (B)(6) 2017 a customer reported getting 4233 reag/tip-x home overrun error message while running a patient sample on the aia-900 instrument. The customer is unable to run patient samples on troponin 2 (ctnl 2) and beta human chorionic gonadotropin (bhcg). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl 2 and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.